Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The break and the difficult to open of close was confirmed. The difficult to remove is related the case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that force was used to remove the device. It should be noted that the prostyle instructions for use (IFU) states: do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contribute to the reported difficulties with the device. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely the guide broke during insertion, or due to manipulation (torsion) of the device during device positioning, or during needle deployment. The account noted only one suture was placed indicating that this device did not capture the suture which supports the break during insertion. Once a break occurs the foot cannot be closed utilizing the lever. The break will misalign the guide from the guide tube making a failure to cycle (needle fails to connect to cuff) and the removal of the device difficult, generally requiring intervention. The use of force to remove the device under this condition increases the risk of vessel damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6- medical device problem code 2017- excessive force.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 8f sheath hole prior to a stent graft interventional procedure. Reportedly, the suture of the prostyle was successfully pre-placed; however, there was difficulty removing the prostyle device after deployment and force had to be used. When the device was pulled out the patient anatomy, the black distal sheath broke at the area where it meets the metal guide but did not separate into two pieces. Additionally, it was noted that the foot had not retracted. The sheath was upsized to an 18f sheath, and the stent graft procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures and surgical suturing. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.